Manufacturer narrative:
(B)(4). Additional information: the device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an umbilical hernia, coincident with peritoneal dialysis therapy. The cause of the hernia was not reported. On the day of onset, the patient was hospitalized for the hernia event. On an unreported date, the patient underwent surgical repair of the umbilical hernia. On unreported date(s); the peritoneal dialysis catheter was removed, a new peritoneal dialysis catheter was placed, and a temporary neck hemodialysis catheter was placed. On an unknown date, peritoneal dialysis therapy was discontinued and the patient was switched to hemodialysis therapy for approximately four weeks. It was reported that the patient is currently performing automated peritoneal dialysis therapy. After being hospitalized for five days, the patient was discharged. At the time of this report, the patient was recovering from the hernia event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.